Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29352423, was reviewed. The pump was manufactured on july 16, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology sent communications to the physician asking for required patient information, if patient adverse effect occurred, if refill has been done and why the pump was not refilled after implantation. To this date, no physician response has been received. The intera 3000 hai pump IFU states the following: "the patient must return on established refill times to prevent the pump from running dry as this can lead to thrombus formation at the catheter tip." Therefore, it is the responsibility of the clinic to schedule refills in a consistent manner to prevent the pump running dry. Based on this information, the root cause is use error.

Event description:
Intera oncology received a report of a patient not receiving a refill of the pump since the implantation. The patient had the pump implanted on (B)(6) 2025. There was a haps scan successfully performed the week after. However, the patient has not received a refill of the pump since the implantation. With the pump flow rate of 1.2ml/day, there should still be drug in the pump. They were advised to bring the patient in as soon as possible to refill the pump and make certain the catheter is still patent.